Manufacturer narrative:
This device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached elective replacement indicator (eri) battery status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered eri. Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient, albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) tripped explant. The boston scientific technical services (ts) recommends device replacement and to return the device for analysis. Moreover, the patient was scheduled for replacement. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) tripped explant. The boston scientific technical services (ts) recommends device replacement and to return the device for analysis. Moreover, the patient was scheduled for replacement. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.